Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 3oct2018. The product support engineer (pse) troubleshot the issue with the customer over the phone. The pse had the customer test the output of the power supply and suggest that the power management (pm) printed circuit board (pcb) be replaced. The customer reported that the pm pcb was replaced and the issue was resolved. Per the customer, the part has been discarded. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator would not power on. The unit was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.